Event description:
It was reported that, "pt dislocated. Dr. Revised, took out implants on this record and replaced with restoration modular and captured liner."

Manufacturer narrative:
Device eval anticipated, but not yet begun. Device is not available for eval. No eval will be performed. Add'l info has been requested and if received, will be provided on a supplemental report.